Event description:
A malfunction on the pump was reported by the caller while they were changing the cartridge. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the caller in resetting the pump, and there were no further occurrences of the malfunction code. The customer was instructed to continue using the pump and to call back if the issue recurs, which the caller acknowledged and understood.